Event description:
Same case as MDR ID#: 2134265-2012-05086. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The rotablator rotalink plus 1.25mm burr was advanced on the floppy rotawire guide wire and was being platformed in preparation for the procedure outside of the patient. The burr came in contact with the guide wire, the rotational speed decreased, and the rotawire guide wire fractured. There was no difficulty removing the guide wire. The procedure was successfully completed with another of the same devices. No patient complications were reported and patient status is good.

Event description:
Same case as MDR ID#: 2134265-2012-05086. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The rotablator rotalink plus 1.25mm burr was advanced on the floppy rotawire guide wire and was being platformed in preparation for the procedure outside of the patient. The burr came in contact with the guide wire, the rotational speed decreased, and the rotawire guide wire fractured. There was no difficulty removing the guide wire. The procedure was successfully completed with another of the same devices. No patient complications were reported and patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).